Manufacturer narrative:
The cause of the non-reproducible advia centaur xp tni ultra result is unknown but the information provided by the information provided by the customer indicates that sample handling could be a contributor. The customer is evaluating a protocol where samples are centrifuged immediately after collection (minimum of 5 to 10 minutes) instead of allowing the sample to clot for 30 minutes before centrifugation. The customer has not reported any issues with quality control results. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
The customer is performing a study to evaluate a reduction in the clotting time of samples before centrifuging. During the study, one sample had an elevated advia centaur xp troponin ultra (tni ultra) result that was discordant compared to repeat testing of the same sample. The result was not released from the lab as the customer's protocol is to repeat all samples with results greater than 30 ng/l. There are no reports that treatment was altered or prescribed based on the initially elevated result. There are no reports of adverse health consequences due to the discordant advia centaur xp tni ultra result.